Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) found the vacuum tubing in the cuvette washing station clogged. The fse unclogged it and adjusted the dispensed volumes of cuvette washing solutions. After the service visit took place, the customer was able to calibrate and run controls successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable ldl-cholesterol gen.3 result for a patient sample tested on a cobas c 503 analytical unit. The initial result was 12.1 mg/dl. The repeat result was 168.0 mg/dl.